Event description:
It was reported, that the right ventricle lead was explanted and replaced, due to an unknown malfunction. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.